Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/16/2016, that on (B)(6) 2016, an adverse event occurred. The patient visited the emergency room on (B)(6) 2016 for an issue with heartburn. During the visit the doctor discovered that the patient was high on his blood glucose (bg) readings. The doctor removed all dexcom and tandem system off the patient's body and administered novolog insulin. Patient was admitted to the intensive care unit (ICU) on (B)(6) 2016 due to heartburn issues and stated that the hospital event is not a dexcom related issue. It was also stated that at the time of the event the patient was reading high on his tandem pump receiver. There is no product defect or failure were alleged against the devices. At time of contact, current condition of the patient was discharged from ICU. No additional event or patient information is available.